Event description:
The manufacturer received information alleging that the device does not function. The device was not in pt use. The device has yet to be evaluated. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.